Event description:
Ge/datex ohmeda anesthsia machine, model aisys cs2 1011-9050-000 shut down during procedure. No display functions or operation possible with machine. (Error: program load fail- crc). Machine was swapped out with working anesthesia machine to complete operation. Manufacturer replaced cpu/display, (main controller) under warrenty repair.